Event description:
It was reported that there was loss of light.

Manufacturer narrative:
The device was received at the local service facility for investigation. Reported by the customer: light source switched off mid-case summary of evaluation: cannot duplicate the fault. Touch screen buttons on lcd do not activate when pressed. No light output when light cable is connected action taken: lcd touch screen replaced main board replaced calibration completed soak tested passed all tests probable root cause: light cable optics leds main board jaw assembly bent esst contact inconsistent esst contact cable pull out camera head firewire cable software front board power supply thermal switch ac inlet board ac inlet filter touch screen workmanship inadequate air flow inadequate calibration excessive lint buildup inside the unit use errors the reported failure mode will be monitored for future reoccurrence.

Event description:
It was reported that there was loss of light.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.